Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies. No frozen display noted. Unable to verify pump error 23, pump error 24, pump error 49 or unresponsive buttons due to critical pump error. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error. The insulin pump had critical insulin pump error and keypad anomaly. The customer was assist with clearing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.